Event description:
Info received indicates the head section is slowly drifting when weight is applied.

Manufacturer narrative:
The tech found the head section gas spring was not holding pressure. The tech replaced the gas spring to repair the bed.